Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to d6a implant date: april 2016 received.

Event description:
Patient reported pain, and capsular contracture, baker grade unknown. Record is for left side. Device remains implanted.

Event description:
Patient reported pain, and capsular contracture, baker grade unknown. Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.6, b.5, d.6b, h.6.

Event description:
Later healthcare professional reported "hardening and capsular contracture baker grade iii" diagnosed via MRI. Record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a3a; a4; b3; b5; b6; d1; d2; d4; d6a; g2; g4; h4; h6. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to b3 partial date of event: june 2021 was provided.